Manufacturer narrative:
Correction : please retract this report 2017865-2024-72550, as the same issue was reported previously in 2017865-2023-40617.

Event description:
It was reported that the patient presented in the hospital for lead revision. The patient's left ventricular (lv) lead exhibited loss of capture and low impedance. During procedure, the lv lead was noted to be broken at the distal portion of the lead. The lead was explanted and replaced. The patient was in stable condition.